Event description:
Reporter indicated that both generator and lead were explanted because the incision would not heal properly and the device was protruding through the neck. It was reported that the site was not infected and no cultures were planned. Further investigation revealed that the lead was protruding through a spot about 1 inch above the patient's clavicle. The lead was cut at the electrode for culturing.